Event description:
It was reported that, "after the tha, the surgeon noticed that there is a little gap between the insert and OEM cup on the x-rays."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.